Event description:
A surgeon reports the intraocular lens (iol) tore the capsular bag as it was released into the eye through the delivery system cartridge. The incision was enlarged to accomodate removal and replacement of the iol. Additional information has been requested.